Event description:
It was reported to boston scientific corporation that a spaceoar was used during a placement procedure, under spinal anesthesia. During the procedure, the apical fat layer was described to be thin and while injecting the hydrogel, there was an ectopic placement which ended with the hydrogel within the rectal wall. The patient will receive his radiation therapy as planned; 60 gray, 20 fractions.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a150202 is being used to capture the reportable event of gel found in unintended site - nonvascular. Block h11: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.